Manufacturer narrative:
Device received with broken battery cap noted. Device received with intermittent button response due to flattened (no creased) dome switch on act, up arrow and down arrow button. Connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. No failed battery test were noted. Device passed rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test, no motor error alarm during testing noted. The motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor errors, the top arrow button was hard to press, rejected new battery, battery around the center was cracked. The customer's blood glucose value was 184 mg/dl. The customer declined troubleshooting. The device will not be returned for analysis.